Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 h6: investigation summary three samples were submitted for quality evaluation on december 1, 2022. The customer complaint of connection issues - leakage could not be verified during investigation. Initial evaluation of the extension set began with visual inspection of the extension sets. The extension sets were unopened and did not show any damages to the packaging or the assembly. The extension sets were then connected to sample smartsites and primed to determine if there was leakage at the male luer connection in question. There was no visible leakage or air-in-line issues when flowing fluid through the extension set. The sample smarsites were then capped and the extension sets were hydrostatically pressurized with a 10 ml syringe and hand pressure, being careful not to over pressurize the extension sets. There were no leaks or air-in-line issues discovered during testing. An additional 139 samples were received on february 24, 2023. The customer complaint of connection issues - leakage were not verified by inspection. Fifty-nine samples were tested as representative of the entire batch received. The extension sets were visually inspected for any damages. There were no physical damages noticed on the samples. The extension sets were then connected to sample smartsites and primed and capped to determine if there was leakage at the male luer connection in question. The samples were tested for leakage at the connector by hydrostatically pressurizing the set with a 10 ml syringe and hand pressure, being careful not to over pressurize the extension sets. There were no leaks or air-in-line issues discovered during testing. A device history record review for model mpx5300-c lot number 22099431 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not established because the reported failure was not replicated.

Event description:
It was reported that the bd 9 in extension set w/max y does not pull all the way leaving a shorter connection causing it to leak. The following information was provided by the initial reporter: "we have discovered a possible issue with a product we received recently with (B)(4), ordered 11/4. We received a batch of mpx5300-c, lot (10) 22099431, where the clear screw piece on the end doesn¿t pull down all the way, leaving a shorter connection and the tubing has leaked when connected to an IV or contrast (right side in picture below). I¿m not sure if there is a recall on this item or not but I have not seen one in rasmas.

Event description:
It was reported that the bd 9 in extension set w/max y does not pull all the way leaving a shorter connection causing it to leak. The following information was provided by the initial reporter: "we have discovered a possible issue with a product we received recently with po-234144, ordered 11/4. We received a batch of mpx5300-c, lot (10) 22099431, where the clear screw piece on the end doesn¿t pull down all the way, leaving a shorter connection and the tubing has leaked when connected to an IV or contrast (right side in picture below). I¿m not sure if there is a recall on this item or not but I have not seen one in rasmas.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.